Manufacturer narrative:
Product event summary: analysis could not confirm the reported analyzer issue; the analyzer passed all incoming functional tests. It was noted the battery was depleted.

Event description:
It was reported there was a problem with the psa (pace sense analyzer); it did not allow to implement measurement during the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.